Event description:
Rptr claims both sides of the backrest broke at what might possibly be the clevis. The four prongs sheered off. End user claims to have fallen backwards out of the chair, but did not sustain any injuries.